Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2019-04128. It was reported that the implanted leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein one lead was explanted and the other lead remains implanted.